Event description:
Procedure: low anterior resection. Reportedly, the instrument fired, but the jaws would not release. Part of the blue cartridge fell off and surgeon used an artery forceps to open the jaws. No pt injury.